Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. The caller noted the person who actually charged the ins for the patient was not present so information was difficult to gather. It was reported over the previous 1.5 months, the patient was having variable coupling which could be related to the fact that the patient's ins recharger antenna was "in knots" and was frayed. It was reported the patient was also on the call but could not talk because her parkinson's was in full effect due to the face that the ins was fully discharged. The parkinson's symptoms were reported to be a sudden change on (B)(6) 2018. During the call, a recharging session was started and initially they got two coupling boxes but then were able to get 8 and the issue was resolved. It was noted the patient and their caregiver did not use the antenna dial and did not have a recharging belt. A new ins recharger antenna and recharging belt/shoulder holster was sent. No further complications were reported or anticipated.